Manufacturer narrative:
(B)(4). H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a product came in for repair due to being fractured and was found that it was recalled. No further information is known.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the returned product identified one of two jaws is fractured. The thickness of both jaws is measuring undersize to the print specification. Material hardness of the fractured jaw is conforming to print specification. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. The root cause of the reported instrument fracture is attributed to a design deficiency. The root cause of using the reported device after the device was recalled is attributed to user error. 6 recall notifications were sent to the associated hospital. A summary of the investigation was sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.